Event description:
Severe and permanent neurological injuries [nervous system disorder]. Cramping in upper and lower extremities [muscle spasms]. Numbness in both upper and lower extremities [hypoaesthesia]. Pain in upper and lower extremities [pain in extremity]. Zinc toxicity [metal poisoning]. Nerve damage [nerve injury]. Difficulty swallowing [dysphagia]. Headaches [headache]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that their adult female client, now age (B)(6), used fixodent denture adhesive, version unk cream beginning (B)(6) 2010 through (B)(6) 2010 concurrently with super poligrip beginning (B)(6) 2009 to present and reported the following: severe and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity and extensive nerve damage that resulted in symptoms that include cramping in upper and lower extremities, numbness in upper and lower extremities, and pain in upper and lower extremities, difficulty swallowing, and severe headaches. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number and product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.